Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-06514. It was reported that the patient presented for a standard generator change for eol. It was noted that both the right atrial (ra) and right ventricular (rv) lead exhibited outer insulation damage from the proximal connector pin end of the lead. The physician suspected lead on can abrasion. The leads were repaired using a repair kit. Both leads were functioning well, with rv lead only having problems with bipolar pacing and impedance measurements. This was overcome by permanently programming the pacemaker to unipolar pacing and therefore unipolar impedance settings, which were within the normal/acceptable range. Ra lead functioned normal in bipolar and so pacemaker ra lead settings were kept in bipolar pace/sense. Patient remained asymptomatic before, during after procedure.